Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old female in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The medical team was having difficulty delivering the impella pump due to the patient's anatomy. After several attempts, they decided to abort the impella implant and deliver venoarterial extracorporeal membrane oxygenation (va ECMO) instead.